Event description:
Boston scientific crm received information that during the device replacement procedure, as this new pacemaker was being inserted it was noted that the distal setscrew could not be rotated. The device was removed, replaced, and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection noted that all seal plugs were intact and all setscrews moved freely. All of the seal plugs were cut and lifted up for further inspection of the setscrews. Microscopic visual inspection noted that the ventricular tip hex slot was slightly rounded at the top of the hex slot and metal shavings were noted in its seal plug cavity. The observed rounding of the setscrew hex slot is characteristic of that caused by incomplete or improper insertion of the torque wrench either during seating or unseating of the setscrew. The ventricular tip setscrew and connector block threads were normal. All other setscrews and connector block threads were also normal. The device passed all electrical testing and paced and sensed normally. Analysis has confirmed that the damage to the ventricular tip setscrew hex slot was induced during the procedure.